Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential anchor positioning issue. The exact root cause cannot be determined. The likely cause was determined to have been improper device deployment or improper positioning of the device resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they were faced with a suspicion of a breach at the level of a bruise of the right scarpa following a coronary angiography, then an angio-seal device was used. The device's anchor had been released. During traction by the operator on the device in order to position the anchor on the arterial wall internal in accordance with the instructions for use, the anchor passed through the vascular wall and came out at skin level. There was a change of technique for compressing the bruise. Due to the failure of the application, a dressing compression was used, and the patient remained bedridden for at least 24 hours. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: unknown. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.